Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the angio-seal device was deployed and the whole system came out upon deployment; the patient was reported to be in stable condition; the procedure outcome was successful; and blood loss was less than 250cc. Additional information was received on july 26, 2017. Hemostasis was achieved by manual pressure. Other devices used were: 6fr 035 merit j wire, 5fr boston im catheter, 6fr terumo sheath, 6fr medtronic cath multipack.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional patient information: patient identifier - (B)(6), and to provide the device evaluation. One used 6fr angioseal vip device was received for product analysis at terumo medical corporation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood like substance was found which is consistent with use. The carrier tube assembly was not found properly mated with the hemostatic sheath. A portion of the hub of the hemostatic sheath did not have any blood like substance present indicating that the device cap may have been properly mated with the hemostatic hub at one point. The anchor was found on the distal side of the hemostatic valve. The collagen appeared tamped on the proximal side of the hemostatic sheath. The tamping tube was fully exposed from the carrier tube assembly. The bypass tube was found along the proximal portion of the carrier tube assembly under the deployment sleeve. The left prong of the deployment sleeve appeared to be flared laterally indicating that significant force was applied that likely led to the device cap becoming detached from the hemostatic sheath. The prong where the deployment sleeve was mated with the device cap indicates that the device cap was in the rear lock position. The IFU stresses the need for ensuring that the anchor posts and how to continue if the device cap and hemostatic sheath separate. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.